Event description:
It was reported during surgery, the hex made driver tip broke off in the screw head recess. Time was spent trying to extract, without success and the surgeon chose to leave the broken piece in the pt.